Event description:
This serious spontaneous case, manufacturer control number 2023-032180 is an initial report from germany received on 04/oct/2023 from a consumer/other non-health professional through diamed (de3212). This case report concerns a female patient (unknown age), who applied thermacare heat wraps for unknown indication (batch number was unknown). Concomitant medications and medical history were unknown. On an unknown date after thermacare heat wraps initiation, the patient experienced thermal burn. The female consumer experienced burns after applying the heat wraps for an unknown duration. Outcome: thermal burn: unknown. The action taken for thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that thermal burn could be adverse an event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible. The expected date of the next report is 23-nov-2023.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Manufacturer narrative:
Follow-up information regarding the consumer's age, treatment, outcome, and duration of use recived on 15-oct-2023 was merged with follow-up recived on 18-oct-2023 from qa (complaint number: (B)(4)). This investigation was conducted for an unknown batch of lower back and hip thermacare product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample confirming the batch number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. The records search returned a total of (B)(4) complaints for lbh thermacare products during this time period, for the class/subclass for all adverse events (including burns). There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. Based on this search, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause burns and blisters listed in the hazard analysis ((B)(4)). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations there are pre-identified risk factors that could cause burns listed in the hazard analysis ((B)(4)). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Criticality minor based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that thermal burn could be an adverse event of this medical device. Temporal association adverse event-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back and hip and adverse event is considered as possible. This investigation was conducted for an unknown batch of lower back and hip thermacare product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample confirming the batch number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. There is not a trend identified. Considering the current information available for this complaint it is not possible to determine a root cause.

Event description:
On 26-oct-2023, bridges consumer healthcare received additional information from angelini. Follow-up information regarding the consumer's age, treatment, outcome, and duration of use recived on 15-oct-2023 was merged with follow-up recived on 18-oct-2023 from qa (complaint number: (B)(4)). The 42-year-old female consumer applied thermacare heat wraps for lower back and hip approximately 1-2 years ago (batch number: requested but unknown). The heat wraps were applied for 8 hours directly on the skin, and she suffered from a burn. The burn was treated with ointment and was fully recovered at the time of this report. Outcome: thermal burn : recovered/resolved